Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction consisted of a rash with redness, pimples and itching sensations. The event occurred 5 days after sensor insertion on the abdomen. The reaction was present on the patient¿s arms and legs. A physician was consulted on (B)(6) 2022 and unknown oral steroids were prescribed. At the time of the report, the patient continued to take the oral steroids. No other patient or event details were provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).